Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No motor error alarms noted. Unit was received with cracked case at display window corners and battery tube threads, broken reservoir tube lip and scratched display window.